Event description:
Reporter indicated that vns patient underwent generator replacement surgery because reporter had manipulated the device through the skin, flipping the generator over. Device diagnostic testing was reportedly within normal limits, indicating that the pt's origianl lead remaxined intact. After the replacement surgery, the pt then picked at the wound, causing it to dehisce. Both the lead (excluding electrodes) and replacement generator were subsequently explanted with no plans to reimplant due to the pt's psychiatric history.